Manufacturer narrative:
Insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip completely broken off and test reservoir will not lock/click in place, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the reservoir compartment was damaged. Customer's blood glucose was 147 mg/dl. Insulin pump would need to be replaced.